Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose device after a superficial femoral artery interventional procedure using a 6f hole. Reportedly, when performing step 4, the clip did not deploy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Factors that may contribute to the failure to deploy the clip include, but are not limited to, manufacturing or incorrect positioning of the device. The starclose se device was used in an area of calcified plaque. It should be noted that the electronic starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.